Event description:
Deflation of left breast implant. On examination of the explant by the surgeon in the operating room, it appeared to have a pinhole leak at the edge of the implant at a spot at about the 5 o'clock position lateral inferior rim. The actual hole was not visible but when the explant was gently squeezed, it produced fluid from that spot.